Manufacturer narrative:
E1: full establishment name: (B)(6). The device was returned as part of the asset return process and during inspection of the device, there was an image problem due to a defective cable. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The video telescope "endoeye hd ii", 10 mm, 30°, autoclavable was returned for annual inspection. During inspection of the device by olympus, the cable was defective. There was no procedural or patient involvement associated with this event. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was an image problem due to a broken video cable. Olympus will continue to monitor field performance for this device.